Manufacturer narrative:
The pump was received with an intermittent act button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump started beeping and the customer noticed that there was a button error alarm on the insulin pump. Customer's blood glucose was 8.6 mmol/l. Customer tried to clear the alarm out but no buttons were responding. Customer stated that before this error, the act button was getting difficult to push